Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter display on the monitor screen appears and disappears repeatedly, and the body temperature was not stable on the 7th day of use.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No visual defects were noted. An evaluation of the physical sample was conducted. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The product was used for diagnostic purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the temperature sensing foley catheter display on the monitor screen appears and disappears repeatedly, and the body temperature was not stable on the 7th day of use.